Event description:
It was reported that after use with bd vacutainer® sst¿ blood collection tubes the tubes were discovered to have molding defects and there was a loose closure with the stopper. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: defective bd vacutainer tubes are observed in the cap, a situation that can determine failure in biomedical equipment or error in partial aspiration of the samples.

Manufacturer narrative:
H6: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper creep out was observed. Additionally, 29 retention samples from bd inventory were evaluated for stopper creep out and upon completion stopper creep out was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for stopper creep out based on the photo provided. Bd has initiated further root cause investigation relating to the issue of stopper creep out through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use with bd vacutainer® sst¿ blood collection tubes the tubes were discovered to have molding defects and there was a loose closure with the stopper. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: defective bd vacutainer tubes are observed in the cap, a situation that can determine failure in biomedical equipment or error in partial aspiration of the samples.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.